Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's past medical history included haemorrhage in pregnancy. Concurrent conditions included post-traumatic stress disorder, arthritis and anemia. Concomitant products included diazepam (valium), estradiol, ferrous sulfate (ferrous sulphate), varenicline tartrate (chantix) and zolpidem tartrate (ambien). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), vaginal infection ("bacterial vaginal infections"), urinary tract infection ("utis"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), flank pain ("flank pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, abdominal pain, flank pain and abdominal pain lower had resolved and the tooth disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, flank pain, menorrhagia, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received: events abnormal vaginal bleeding, menorrhagia, bacterial vaginal infections, utis, dental problems, dysmenorrhea, abdominal pain, flank pain, cramping, plaintiff did not undergo any essure confirmation test added. Reporters and events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and inguinal hernia ("right inguinal hernia") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's medical history included haemorrhage in pregnancy. Previously administered products included for an unreported indication: oral contraceptive nos and mirena. Concurrent conditions included post-traumatic stress disorder, arthritis and anemia. Concomitant products included diazepam (valium), estradiol, ferrous sulfate (ferrous sulphate), varenicline tartrate (chantix) and zolpidem tartrate (ambien). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and flank pain ("flank pain"). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced bacterial vulvovaginitis ("bacterial vaginal infections"). On an unknown date, the patient experienced inguinal hernia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal (vaginal bleeding ) had abnormal bleeding after pregnancy but after essure continuously bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("utis"), dental caries ("dental problems severe decay; required extraction"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and repair with mess,diagnostic laparoscopy and adhesiolysis repair). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, inguinal hernia, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, urinary tract infection, dysmenorrhoea, abdominal pain, flank pain and abdominal pain lower had resolved and the dental caries outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bacterial vulvovaginitis, dental caries, dysmenorrhoea, flank pain, inguinal hernia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2009. In current follow up reported as: 2010 (per pfs) . Most recent follow-up information incorporated above includes: on 11-dec-2018: pfs received. Event outcome dysmenorrhea (cramping) updated. New event added:right inguinal hernia. Event tooth disorder updated to tooth decay. Historical drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.